Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16200.

Manufacturer narrative:
The previous report was filed with the wrong contact and manufacturing address. It has been corrected in this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the nav ring was not operating. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: onsite repair was scheduled. Upon arriving onsite, the field service engineer replaced the front bezel to resolve the reported navigation ring issue. The device passed required performance verification tests per philips standard and was returned to service. H11: updated contact information, contact office entity, and manufacturing site.